Event description:
A report was received from a nurse that the tubing of the catheter was too stiff, and, when suctioning a home health pt, the stiffness caused the pt to bleed. Further requests for add'l input regarding the condition of the pt, the incident, training of the nurse, size of the catheter, size of the stoma, age of the stoma and any other relevant info have not been rec'd.